Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v650831, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that she was not feeling stimulation. She could not connect with the implantable neurostimulator. She kept getting poor communication with and without the antenna. The patient was not sure where the implantable neurostimulator was located and she could not see the incision. She had a lot of leakage; she had no control at all. The patient had an appointment on wednesday, (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.